Event description:
The customer reported a screen went blank and thereafter a system error was displayed. The fe reported intermittently the system locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.